Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No audio beep anomaly or vibration anomaly noted. No button error alarm noted. Up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 164 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.